Event description:
Caller reported experiencing cgm error 42 multiple times but did not reset the pump for this error within the last 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. Customer was instructed to use mdi as backup therapy and agreed to return the faulty pump using a pre-paid label after putting it into storage mode.